Event description:
The event is reported as: alleged issue: during fascial closure, surgeon was rotating device while passing stitch, altering path of suture passer which led to it hitting hard plastic rather than silicone pad. Surgeon continued to apply force which led to tip of suture passer breaking off within patient. Needle tip was found immediately after and removed. Surgeon admitted error. No patient injury reported. Patient current condition is fine. Additional information requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.